Event description:
At the beginning of a cardiovascular procedure, and after the induction of anesthesia, a pt monitor blanked and lost contact with the pt. The anesthesiologist had to monitor the pt manually via the carotid pulse. Procedure completed.